Manufacturer narrative:
Device 1 of 2. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference 1627487-2010-00499. The patient was implanted (B) (6) 2009 with an scs system consisting of an ipg and percutaneous leads. It was reported that leads migrated immediately post-operatively. The patient was not revised immediately due to other complications not related to the implant. The physician explanted and replaced the leads on (B) (6) 2010. The explanted leads were not returned to ans for evaluation. Follow up found that the patient is now getting good stimulation.